Event description:
While attempting to put a tibial nail in place the md encountered difficulties with the guidewire. The wire appeared to bee flexible. Two wires bent. A third wire was used to complete the procedure.